Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was capped due to fracture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to fracture. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. Analysis confirmed lead fracture based on the finding of a fractured anode conductor, located approximately 152 millimeters from the terminal end. Fracture characteristics are consistent with cyclic fatigue. Moreover, cause traced to device design conclusion was based on the direct observation of a fractured lead conductor with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.